Manufacturer narrative:
Device data was provided for the event and reviewed. Analysis of the data confirmed that the device entered liver on board mode without a noted trigger. As a result, portal flows appropriately reduced to zero due to the false liver on board mode with no liver present on board. No unusual flow or pressure behaviors were noted prior to the false liver on board mode. The rest of the perfusion is clinically largely unremarkable. The cause of the reported event could not be determined.

Event description:
During preparation mode a loss of portal flow was reported following an unintended switch to liver-on-board mode. Message code 370 (low portal flow) was correctly displayed. No air was observed in the circuit. The issue was resolved by briefly stopping the device and restarting it. The perfusion was subsequently completed successfully and the liver was transplanted without further incident.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.